Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on, and changing battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2013 with the following findings:the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box data showed no history of rebooting issues. The pump powered on with audible tones, vibration, and a blank display. The pump was returned without a battery cap; a test battery cap was used during investigation. There were no defects or moisture found to the pump's case or internal components. The display was observed to be cracked. The display was replaced with a test display, and the contrast returned to normal. No power loss was observed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.